Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine changeout procedure, it was noted that the right ventricular (rv) lead exhibited insulation damage on the superior vena cava (svc) coil. The lead was repaired using silicone, and the svc coil was programmed off. Seven months later, the rv lead exhibited high impedances on the svc coil. The svc coil remains programmed off, and the rest of the lead remains in use. No patient complications have been reported as a result of this event.